Manufacturer narrative:
Additional, corrected and/or changed data: a.4, d.3, g.1

Event description:
Healthcare professional reported left side silicone perspiration discovered during surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone perspiration.

Event description:
Healthcare professional reported left side silicone perspiration discovered during surgery. The device has been explanted.